Event description:
It was reported that the packaging of the burs was damaged resulting in a breach to the sterile barrier. It was also reported that the burs were not used on a pt as this issue was discovered at incoming inspection. It was further reported that this issue did not result in a delay to any scheduled surgeries.

Manufacturer narrative:
The devices subject to this MDR were returned to the manufacturer for eval. From the investigation it was confirmed that the packaging on the parts was punctured. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The labels for these devices have a symbol indicating "sterile only if package is unopened and undamaged." It was determined that the most likely root cause of the packaging damage was caused by an external force on the package during shipment to the account from the distribution centre. There was a total of 23 burs involved in this shipment.